Event description:
It was reported there was a cerebral hemorrhage. On (B)(6) 2012 patient had symptoms of dysarthria, confusion and hemiparesis(right). A computerized tomography (CT) was done which had revealed bleeding. The bleeding which was around the electrode was treated with unfractioned heparin due to cardia arrhythmia. The patient was discharged but still had hemiparesis, just of milder intensity. There was permanent impairment of a body function or body structure. The event was possible/probable/certain to be related to surgery, stimulation, the system and pre-existing/underlying disease. It was unlikely/unrelated to medication. The outcome was resolved with sequelae.

Manufacturer narrative:
Product ID: 3389-28, lot# 0206061664, product type: lead. Product ID: 3389-28, lot# 0206061665, product type: lead. Product ID: 37085-60, serial# (B)(4), product type: extension. Product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3389-28, lot# 0206061664, product type: lead. Product ID: 3389-28, lot# 0206061665, product type: lead. (B)(4).